Event description:
Hospital advised that at 9:30, midazolam in a concentration of 50mgm in a 50cc minibag, was hung and set up to infuse at a rate of 4cc/hr. At 14:00 hrs the pump alarmed, displayed infusion complete and the nurse noted the bag was almost empty. Nurse then pressed the pause button on the infusion channel. Spiked a new bag of the drug, and noted that with the unit still on pause, the drug was dripping into the drip chamber. The user then clamped the IV tubing with the roller clamp and opened the channel door to visually inspect it. She did not observe any problems. Nurse removed the tubing, reinserted it into the channel, restarted the infusion and observed the infusion. There were no further problems. There was no patient consequence.